Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they didn't have a real good result of the therapy since they got their most recent implant in (B)(6) 2022. The patient stated the therapy only ever worked on one program and that if they switched to another program, it would never work for them and that they had a lead migration at some point and that the therapy was still working but it wasn't working nearly as well as it did when they originally had it placed. Patient services asked the patient if the lead migration had been due to a fall and the patient stated no, that it was not due to any falls. The patient also mentioned that for their previous surgery for their first implant, they had been awake so they could provide the feed back to the doctor while they placed it and for their current implant, they hadn't been woken up so they'd been unable to provide feedback during the procedure so they wondered if they'd been able to provide feedback during the surgery for their most recent implant that their results might have been better. The patient stated they hadn't seen the implanting health care provider (hcp) since they were implanted and they wanted to know if there was another healthcare provider who was the "go to doctor" that could help them but they also requested that what they reported not be repeated to the implanting hcp. Patient services sent the patient physician listings at the patient's request but the patient stated they still might go back to the implanting hcp but the patient was going to follow up with a hcp to assist with their therapy concerns.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2lbf4); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.